Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The physician stated the perforation was anticipated in the exact area it occurred. This anticipation was based on the amount of calcium present and the tightness of the stenosis. In the opinion of the physician, the perforation was a result of the total amount of oa treatment performed in that area, but the treatment was necessary to allow the vessel to open to pta and stent placement. The physician was pleased with the end result, commenting that the patient was going to be better off regardless of the perforation that was now covered and not an issue. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used for atherectomy in the right coronary artery. The target lesions were proximal, mid and distal segments of the rca. All three lesions were highly calcified. Percent stenosis ranged from 80-90+%, and the the most stenotic was in the mid/distal segment lesion. Right groin access was obtained, and a temporary pacemaker was in use during the procedure. Low speed treatments were used in each segment. High speed treatments were used thereafter. Appropriate rest times were observed throughout the procedure. A perforation was identified in the mid/distal segment of the vessel. The perforation was resolved with angioplasty and stent placement.